Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to user misuse. The event can be prevented by following the instructions for use: "olympus gf type uct180; chapter 5 reprocessing: general policy; chapter 6 compatible reprocessing methods and chemical agents; chapter 7 cleaning, disinfection, and sterilization procedures; chapter 8 cleaning and disinfection equipment." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The olympus field service engineer (fse) reported (on behalf of the customer) that the customer¿s using the evis exera ii ultrasound gastrovideoscope experienced problems with reprocessing. The staff were not aware of specific reprocessing steps for the scope. The event was identified during continued education training. There was no patient involvement during the event. There was no report of patient or user harm associated with the event.